Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. And the reported failure was confirmed. Additional findings include: fiber breakage, loose adapter, multiple cracks on the connector and light transmission failed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, that the most probable cause is traced to component failure. The tear in the cord was, due to a cut on the cable. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, there was a tear in the cord of the rigid video scope. There were no reports of patient harm, injury or death.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported there was a tear in the cord of the rigid video scope. There were no reports of patient harm, injury, or death.